Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menometrorrhagia ("abnormal bleeding (menorrhagia) / cycles irregular and severe bleeding afterward") in an adult female patient who had essure (batch no. 789190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: costume jewelry"), urinary incontinence ("bladder or urinary problems or changes/bladder control issues,incontinence"), fatigue ("fatigue,"), weight increased ("weight gain / loss specify which one:c"), alopecia ("hair loss") and somnolence ("I was always sleepy"). The patient was treated with surgery (to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, depression, vaginal haemorrhage, weight increased and alopecia outcome was unknown and the abdominal pain, allergy to metals, urinary incontinence and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, depression, fatigue, menometrorrhagia, pelvic pain, somnolence, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on an unknown date: both tubes were blocked. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menometrorrhagia, allergy to metals, urinary incontinence, fatigue, alopecia, abdominal pain, sleepy were added. Reporter, patient demographic information, product lot number, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menometrorrhagia ('abnormal bleeding (menorrhagia)/cycles irregular and severe bleeding afterward/abnormal bleeding (menorrghia)') in a 25-year-old female patient who had essure (batch no. 789190- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, endometrial ablation, allergic reaction and bipolar depression. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced allergy to metals ("costume jewelry/unable to even wear costume jewelry"). In (B)(6) 2012, the patient experienced fatigue ("fatigue/extreme tiredness that would occur even after 8-9 hours of uninterrupted sleep"). In (B)(6) 2012, the patient experienced abdominal pain ("abdomen pain/pain: I would have severe cramps in my abdomen even when it was not the right time in my cycle"). In 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have weight increased ("I was gaining lot of weight/I had essure placed I started to gain weight and could not lose it") and experienced alopecia ("hair loss/my hair was thinning/sometimes in the shower, it would come out in large amounts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder control issues,incontinence"), somnolence ("I was always sleepy"), mental impairment ("mental fog/mental sensitivity"), sexual dysfunction ("sex is better than ever"), arthralgia ("joints were hurting"), abdominal distension ("swelling my abdomen") and rash erythematous ("red rashes"). The patient was treated with surgery (ablation in 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, urinary incontinence, fatigue, mental impairment, sexual dysfunction and rash erythematous had resolved, the menometrorrhagia, depression, vaginal haemorrhage, weight increased and arthralgia outcome was unknown and the alopecia and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, depression, fatigue, menometrorrhagia, mental impairment, pelvic pain, rash erythematous, sexual dysfunction, somnolence, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received. Event "red rashes" was added. Event " alopecia" outcome was updated to recovering/resolving. Patient demographic, medical history and lab data (updated) were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menometrorrhagia ('abnormal bleeding (menorrhagia) / cycles irregular and severe bleeding afterward') in an adult female patient who had essure (batch no. 789190- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: costume jewelry"), urinary incontinence ("bladder or urinary problems or changes/bladder control issues,incontinence"), fatigue ("fatigue,"), alopecia ("hair loss"), somnolence ("I was always sleepy"), mental impairment ("mental fog"), sexual dysfunction ("sex is better than ever"), arthralgia ("joints were hurting") and abdominal distension ("swelling my abdomen") and was found to have weight increased ("weight gain / loss specify which one:c /I was gaining lot of weight "). The patient was treated with surgery (ablation and hysterectomy(full)with salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, urinary incontinence, fatigue, mental impairment and sexual dysfunction had resolved, the menometrorrhagia, depression, vaginal haemorrhage, weight increased, alopecia and arthralgia outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, depression, fatigue, menometrorrhagia, mental impairment, pelvic pain, sexual dysfunction, somnolence, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: both tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. New reporter was added. Added event mental fog , sex is better than ever joints were hurting, swelly belly. Updated outcome of events. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menometrorrhagia ("abnormal bleeding (menorrhagia) / cycles irregular and severe bleeding afterward") in an adult female patient who had essure (batch no. 789190- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: costume jewelry"), urinary incontinence ("bladder or urinary problems or changes/bladder control issues,incontinence"), fatigue ("fatigue,"), weight increased ("weight gain / loss specify which one:c"), alopecia ("hair loss") and somnolence ("I was always sleepy"). The patient was treated with surgery (to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, depression, vaginal haemorrhage, weight increased and alopecia outcome was unknown and the abdominal pain, allergy to metals, urinary incontinence and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, depression, fatigue, menometrorrhagia, pelvic pain, somnolence, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on an unknown date: both tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.